Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anastomosis vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically at the middle part. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition post procedure.